Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed. Three devices were found to be affected by disassembly. These devices are not repairable and were not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the devices disassembled. Three reported events had no patient involvement; no patient impact.